Manufacturer narrative:
Medical device brand name: bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using an unspecified amount of bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes blood clots and plasma not separating occurred. The following information was provided by the initial reporter: customer reports blood clots and plasma not separating while using cat 367960 lot 3074294. Per customer, they found blood clots in pst tube after collection and plasma was not separating. Customer removed the tube from inventory. Per customer, they have to redraw patients and it caused delay in patient results.

Event description:
It was reported that while using an unspecified amount of bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes blood clots and plasma not separating occurred. The following information was provided by the initial reporter: customer reports blood clots and plasma not separating while using cat 367960 lot 3074294. Per customer, they found blood clots in pst tube after collection and plasma was not separating. Customer removed the tube from inventory. Per customer, they have to redraw patients and it caused delay in patient results.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-oct-2023. H.6. Investigation summary: bd received 5 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for clotting and poor barrier separation was observed. 100 retention samples were visually inspected with no defects observed. Additionally, the customer samples were evaluated for heparin activity and all samples were within specification. Complaints for sample quality were not under statistical control for the month of october 2023, additional testing was performed: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes, poor barrier separation and clotting, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting and poor barrier separation based on the photos provided. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.